Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she was having low blood glucose (bg) episodes after dinner. The patient indicated that ever since she was released from a hospital after undergoing surgery a week earlier, her bg's post-dinner time had been low. The patient stated that her bg is usually 150 mg/dl prior to bedtime. However, the previous night, the patient stated that her bg was 116 mg/dl (pre-dinner). She took the recommended ezcarb bolus and then at 8:00 pm her bg was 105 mg/dl. The patient ate a snack without a bolus. At 8:45 pm, her bg was 82 mg/dl and by 11:00 pm it was 53 mg/dl. The patient claimed that she felt symptoms of shakiness and sweating. She treated herself with juice and a cookie but did not recheck her bg. The patient felt as though possibly nurses had made adjustments to her pump while she was in the hospital. The patient admitted, however, that she had been out of it due to taking pain medications and was not eating as usual. During the time of concern, the patient also admitted that she attempted to make adjustments to her pump's settings with receiving advice from a health care provider (hcp). The patient was not sure of what her setting should have been. However, the patient claimed that she had decreased her basal rates in the evening time and was still suffering low bg episodes. The patient was advised to consult with her hcp to verify her pump's settings. Later that same day on (B)(6) 2011, the patient contacted animas back after consulting with an hcp and obtaining her pump's settings. The animas representative assisted the patient was setting up the pump but noticed that the basal rate for the evening time was even higher. With the increased basal delivery rate during the evening time, the animas representative informed the patient of a possibility that a low bg episode could occur during dinner time. The patient was again advised to consult with the hcp regarding the pump's settings. A review of the pump's bolus history revealed that the boluses were accurately programmed and delivered. The patient was not priming while attached. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia. However, at this time it is unknown if the patient's low bg episodes can be attributed to a pump setting issue or possibly the patient's post-surgery conditions.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be discolored and fading.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.